Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy zilver expandable metal biliary stent. The stent was placed successfully and the stent introduction system was removed from the endoscope. When removing the introduction system, a section of the introducer detached and remained inside the endoscope accessory channel. This occurred without the user's knowledge. The procedure continued with the advancement of another accessory device. During advancement of the other accessory device, the detached section of the introducer pushed forward and was observed extending out of the distal end of the endoscope. The endoscope was removed from the pt and the detached section of the introducer was removed from the endoscope accessory channel. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. A 30.5cm section of the inner catheter has separated at the connecting joint from the remainder of the introduction system. Magnified visual inspection of the separated area confirmed the inner wall of the tubing was not roughened properly during manufacture. Therefore, the introduction system did not meet the applicable manufacturing specification. Numerous small kinks were noted in the introduction system. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the 12 month complaint history for this product family was conducted. This report represents and unusual occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: upon evaluation of the introduction system, we confirmed the inner catheter tubing had not been roughened in accordance with the applicable specification. This is the likeliest cause for inner catheter separation and detachment during use. Info provided indicated a sphincterotomy was completed prior to stent placement, but slight resistance was encountered during insertion of the wire guide through the stricture. Resistance of this nature can occur if the stent is placed in a severe stricture. A caution located in the instructions for use advises the user to avert stent placement if a wire guide will not advance through the stricture. The contradictions listed in the instructions for use include inability to pass the wire guide or stent through the obstructed area. Attempting to place the stent in a severe stricture can encourage the application of excessive pressure. This may have contributed to inner catheter separation. The info provided indicated a biliary dilation of the stricture was not performed prior to stent placement. The instructions advise the user that a biliary dilation of the strictures area may be performed to ensure smooth stent deployment in narrowed strictures. Kinks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions advise the user to advance the device through the accessory channel in short increments and to avert stent placement if the wire guide will not advance through the stricture. These activities will aid in device preservation. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: a corrective action has been initiated in response to this occurrence. This product was, manufactured prior to the initiation of this corrective action. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.